Event description:
On (B) (6) 2008, abbott point of care was contacted by a customer who reported I-stat act c cartridges are experiencing star-outs.

Manufacturer narrative:
The 1-stat system manual, art: (B) (4) rev. Date: (B) (6)-2008, "the signals from a particular sensor are uncharacteristic. Uncharacteristic signals can be caused by a compromised sensor or by an interferent in the sample. This flag also appears for any test dependent on another test which is flagged with stars."